Manufacturer narrative:
Additional information: device available for eval? From: yes. To: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic signal was lost and the console generated a poor quality signal alarm. Assistance was continued via the electrocardiogram signal. The sensor was disconnected and reconnected, but the issue persisted. The iab was also connected to another console, but the issue was not resolved. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic signal was lost and the console generated a poor quality signal alarm. Assistance was continued via the electrocardiogram signal. The sensor was disconnected and reconnected, but the issue persisted. The iab was also connected to another console, but the issue was not resolved. There was no reported injury to the patient.